Event description:
It was reported that the patient was experiencing inadequate stimulation and loss of stimulation due to high impedances despite reprogramming. An x ray was taken and the lead looked as if it was fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 20185056.

Event description:
It was reported that the patient was experiencing inadequate stimulation and loss of stimulation due to high impedances despite reprogramming. An x ray was taken, and the lead looked as if it was fractured. Additional information was received that the patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were kept by the medical facility.